Event description:
The distributor received an inquiry from a dr regarding micro titanium mesh. The dr felt that the mesh was not unified in hardness. The distributor checked their inventory and noticed a difference in shape and dimension of the plate holes and indicated that the returned mesh from the hosp was softer. This event is not associated with a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh in freiburg, germany revealed the product was out of spec.